Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the tubing fell apart during an infusion of IV fluids. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.